Event description:
Information received regarding the explanted device notes that the patient presented after having blackouts for two days while performing small activities. The device exhibited a high threshold and impedance.